Manufacturer narrative:
(B)(4). Device product code: phx. (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-11106. Not returned to manufacturer.

Event description:
It has been reported that patient had initial comprehensive reverse shoulder arthroplasty. Subsequently, patient was revised within two (2) months from initial surgery due to disassociation of the glenosphere from the mini baseplate. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. The glenosphere and taper adapter were returned for evaluation. There is some bio-material on the taper adapter. The taper has scratches on the taper adapter and scratches on the glenosphere. The iqs data was reviewed and shows that the taper of the baseplate and taper adapter were conforming at the time of manufacture. DHR was reviewed and no discrepancies were found. Device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.